Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 160-170mg/dl fasting. Verified test strips expire 11/28/2016. Confirmed customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 296mg/dl and 279mg/dl fasting. Reviewed meter memory: 1:163mg/dl (B)(6) 2015 02:58:00 am fasting:yes. 2:130mg/dl (B)(6) 2015 01:34:00 am fasting:yes. 3:121mg/dl (B)(6) 2015 05:28:00 pm fasting:yes. 4:195mg/dl (B)(6) 2015 08:03:00 am fasting:yes. 5:203mg/dl (B)(6) 2015 06:09:00 am fasting:yes. Customers concern: (B)(6) 2015 448mg/dl 11:42am / (B)(6) 2015 276mg/dl 11:43am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 160-170mg/dl fasting. Verified test strips expire 11/28/2016. Confirmed customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 296mg/dl and 279mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: (B)(6) 2015 448mg/dl 11:42am (B)(6) 2015 276mg/dl 11:43am. No adverse event reported.